Manufacturer narrative:
Deroyal was notified by integrated medical equipment of an issue involving the pro-mini npwt device canister (finished good np-1140-us) leading to an internal complaint (call (B)(4)) being filed (B)(6) 2018. Deroyal is a distributor of the vr medical pro-mini npwt device. Deroyal's customer, integrated medical equipment, is also a distributor. Deroyal was notified via email correspondence of the following incidence. A long term care facility was treating 2 patients with negative pressure wound therapy. During therapy, several times the "full canister alarm" would be triggered regardless of the amount of exudate within the canister. The product was not returned for evaluation. Deroyal has requested the products in question (product code: np-1140-us; lot: ks1804033) for vr medical be returned. Deroyal has removed remaining lot ks1804033 for np-1140-us from internal stock at deroyal facilities and is awaiting further disposition direction from vr medical. Deroyal only shipped integrated medical equipment product from lot ks1804033. The complaint investigator reviewed the purchase order for possible discrepancies that may have contributed to the incidence. No discrepancies were found. On (B)(6) 2018, a supplier corrective action report was sent to vr medical for this issue. Vr medical replied to deroyal stating they acknowledged the malfunction and were completing an internal analysis to determine the root cause of the issue. Vr medical was able to trace the malfunction back to a single manufacturing lot of canisters, at a failure rate of 10%, which were being assembled outside of their specified range and attributed this to a manufacturer error caused by a new employee. Vr medical requested the canisters in deroyal's possession be destroyed and has sent a replacement lot of canisters which they guarantee to be 100% within manufacturing specifications and which should not exhibit the same failures as the afflicted lot. Deroyal will continue to monitor post market feedback and will recognize in the future if this issue reoccurs. The investigation is complete at this time. If new information is received, deroyal will take the necessary steps to update this information.

Event description:
A negative pressure wound therapy pump would register a "full canister alarm" even when the canister was not full. In this instance, there was no patient effect, but the potential for disruption to therapy may exist in the future.